Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found clear fluid leaking from the probe onto the tubes and cassette. The fse determined that the probe wash collar was misaligned resulting in partial cleaning of the probe and the leak. The fse replaced the needle and realigned the probe wash collar resolving the leak. Repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the probe of a unicel dxh 800 coulter cellular analysis system. The volume of the leak was less than 5 ml and was not contained within the instrument. The instrument operator was wearing a lab coat and gloves at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.